Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Retrograde approach was performed from both femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. After the wire passed through, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation the balloon ruptured. The procedure was completed with a non bsc device. No patient serious injury or adverse event were reported.